Event description:
In 2007, it was reported to boston scientific corporation that a procedure using a prolieve thermodilatation kit to treat benign prostatic hyperplasia (bph) occurred. According to complaint, during the placement of the catheter, the physician was unable to place due to buckling of the tip. The case was aborted. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The prolieve thermodilatation kit lot number is unknown; consequently, the manufacture and expiration date are unknown. The device history record (DHR) on the reported lot number of the catheter, which is part of the kit, was reviewed; no anomalies noted. The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.